Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-03819. It was reported the patient experienced ineffective therapy with their scs system due to high impedances in one of the patient's leads. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein one of the existing leads was explanted and replaced. Therapy was restored post operatively. It is unknown which lead is related to the issue therefore all suspected devices are being reported.